Event description:
Customer reported the sys will not boot up and intermittently sounds an audible alarm. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the sys and retapped the main transformer for a higher voltage range. Sys operates as intended.